Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas to report that she had been using u500 insulin in the pump and had been experiencing blood glucose (bg) excursions. The patient reported that approximately three weeks ago she experienced a low bg of 29mg/l with extreme lethargy and was given glucagon by her boyfriend. Customer technical support advised the patient that u500 insulin is not recommended for use in the pump, and that the recommended insulin for use in the pump is u100 insulin. The patient declined to troubleshoot the pump, stating that the pump is functioning properly and she attributed the bg excursion to using the u500 insulin. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia related to misuse of the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/14/2014 with the following findings:the black box data and pump histories from the time of the alleged incident were unavailable for review, as they had been overwritten due to continued pump use. A review of the available black box indicated that the time and date settings were running on the wrong settings until they were corrected on (B)(4) 2014 at 1:49pm. The black box indicated that the last basal delivery was on (B)(4) 2014 at 11:37am. A review of the available pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.